Event description:
It was reported the deflectable videoscope had noise in the image and the entire screen turned green. The issue occurred during a therapeutic laparoscopic left inguinal hernia repair procedure. The therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of noisy image and the screen turned green was not confirmed. The malfunctions were unable to be reproduced. Based on the results of the investigation, the image sensor cable was kinked on the edge of the boot on the light guide connector side. This may have caused the output signal cable disconnection and short-circuit, leading to the phenomenon of disappearance of the image during the angulation operation. The kink of the image sensor cable may have been caused by load exceeding the assumption such as excessive twisting and bending, leading to strong external load application to the image sensor cable. However, a root cause could not be identified. The instruction manual states the detection method associated with the event in "instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.